Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following up with the site, reported that all other instruments tracked accurately. The medtronic representative marked the instrument out of calibration and notified the site not to use the instrument until it can be re-calibrated. A software investigation was completed and was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic representative went to the site to test and recalibrate microscope with the navigation equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional and accurate.

Event description:
A medtronic representative reported that during a planned maintenance (pm) the navigated microscope was inaccurate. The medtronic representative reported the instrument was inaccurate by approximately 2 millimeters superficially. There was no patient present when this issue was identified.